Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty deflating the balloon was encountered. The lesion being treated is 75-80% stenosed, moderately calcified, non tortuous left anterior descending (lad). Lesion was predilated with a 2.0x10mm opensail balloon. The physician did not encounter any resistance during placement of the stent into the predilated lesion. There was no pulling or tugging back on the catheter prior to or after inflation when the balloon would not deflate. The balloon was initially inflated to 9 atms without incident, which deployed the stent fully. The physician tried to deflate the balloon and was unsuccessful. She reinflated the balloon to 12 atms and balloon did not deflate. She reinflated to 12 atms a second time. It was after this second inflation to 12 atms that the balloon began to slowly deflate. There was no difference in pressure felt during inflation and no quick deflation as if a blockage might have come undone. The total inflation time was 1 minute. There was no balloon material sticking to the stent. There was no patient complication or injury reported. The status of the patient is listed as satisfactory.